Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 808:03 on channel b was confirmed during product evaluation. The root cause of the reported problem was determined to be fluid intrusion on the inlet valve sensor and sensor flex cable circuit.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 808:03 occurred on channel b. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient/user involvement, injury or medical intervention. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.